Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that one week after a crystalens iol was implanted in the pt's right eye anterior vaulting of the iol was noted. Cyclogyl therapy and rotation of the iol were performed without improvement. The pt's reoperative bcva was 20/50 +2 with mr of +2.50 +1.00 x005. Postoperatively, the pt's bcva was 20/20 with mr of -1.75 + 0.25 x095. The lens was explanted and replaced with a different model iol.